Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. The patient had a myocardial infarction (mi) less than 72 hours prior to procedure. The 90% stenosed, 23mmx2.25mm, eccentric with significant bend (>=90 degrees) and de novo target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x25mm apex balloon and the stenosis was reduced to 60%. A 2.25x24mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion. The physician exchanged the device for a 2.25x20mm taxus liberte sds to complete the case. There were no patient complications and the patient's current condition is listed as stable. However, device analysis of the 2.25x24 taxus liberte sds revealed stent damage.

Manufacturer narrative:
(B)(4)- a visual and microscopic examination of the complaint device revealed stent damage. The struts in the first through fourth row from the proximal end were misaligned. The stent area that was not damaged met specifications. The balloon and tip sections of the device were further examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)